Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer stated that she had soup and blood glucose went up to 316 mg/dl. Customer's most recent blood glucose was 400 mg/dl. Customer was used auto mode feature at time of high blood glucose. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated that there was an air bubble in tubing reservoir. The insulin pump will no be returned for analysis.